Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The elctrodes were returned to zoll medical united kingdom for evaluation. The customer's report was verified and attributed to faulty electrodes pads. The electrodes pads were replaced to remedy the customer's report. Analysis of reports of this type has not identified an increase in trend.